Event description:
It was reported that the patient was admitted due to rising thresholds on the lead. Externalized conductors were observed via fluoroscopy, just above the distal coil. The lead was explanted.

Manufacturer narrative:
The lead was returned in two pieces. Analysis found that the outer insulation, inner ptfe insulation, rv cables and svc cables were damaged between 29.0cm from the distal tip and the proximal end of the svc coil. Both external and internal abrasion with externalized sensing cables was found proximal to the rv coil. The etfe coating on the cables and ptfe insulation on the inner coil was damaged at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in two parts. It was noted that the rv shock coil was covered with calcification. External and internal insulation abrasion was noted close to the proximal end of the rv shock coil. The external insulation abrasion was most likely due to the rv coil being covered with calcification. The etfe coating was intact at this location.